Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, when the power is turned on there is an image error. The event occurred during a procedure and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found he following: due to damage on coupled charged device unit, e218 (scope malfunction error) occurred; distal sheath rubber has a scratch, distal sheath rubber has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; and due to damage on charged couple device unit, a noise image occur. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.